Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary - the complaint device was received and evaluated. Upon visual inspection, it was found that the cord is damaged, the internal wires are exposed. The connector and pins are in good condition. The connector cap is attached to the connector. Due to the condition of the cord, the functional test cannot be performed. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. The possible root cause for the reported condition can be attributed to the hard and continuous use, since this is a reusable device, the constant manipulation between surgeries and sterilization process can lead to damages on the cord, however, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the sales rep that preoperatively to an unknown procedure on an unknown date, it was observed that the wires on the 5 way foot pedal device were exposed; and that the device was working intermittently. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Reporter is a j&j sales representative. The device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.